Event description:
As reported by the edwards field clinical specialist (fcs), during device preparation it was observed that the radiopaque markers on the delivery system did not appear to be centered on the balloon. Therefore, when the valve was crimped onto delivery system the valve did not appear to be centered. Therefore, the device was set aside and a new delivery system was used.

Manufacturer narrative:
Upon investigation of the returned delivery system with crimped valve, the report of out-of-position radiopaque marker bands on the delivery system was not confirmed. The visual and dimensional analyses revealed no irregularities and all measurements were within drawing specifications. There were no difficulties or irregularities observed during expansion of the valve. After valve deployment, the balloon was inflated again for examination and the marker bands were within the working length of the balloon. Based on the evaluation findings, this event is no longer considered reportable and a corrected supplemental report is being submitted.

Manufacturer narrative:
The investigation is ongoing.